Event description:
Event description cpi received information that this bipolar lead was experiencing high impedance measurements. The physician elected to reprogramm the lead to unipolar pacing configuration and bipolar sensing configuration.